Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6 fr ik precision sheath was returned for evaluation. No other accessory components were returned. Visual inspection revealed that there were two punctures located in the proximal section of the sheath. Microscopy confirmed that the sheath tip appeared to be deformed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d10 and h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the precision sheath kinked at the hub upon insertion and then split down the shaft of the sheath. The procedure being performed was a neuro angiogram. The patient was reported to be in stable condition. The procedure was completed successfully with another sheath.